Event description:
On 12/11/98, the facility's buyer informed the MFR of the following: the facility's buyer had an explanted device that she wanted to return to the MFR for analysis: however, no info (ie brand name/type of device, catalog/lot number, pt ID#, implant/event/explant dates, physician's name, address or telephone number) was made available to her. The MFR's rep faxed a product complaint report to the facility's buyer to have completed and faxed to the MFR as soon as possible. On 1/5/98, the MFR's rep contacted the facility's regarding return of the "pcr" form with the info requested. The facility's buyer stated that it was given to the facility's business manager for completion and she has not rec'd it to date. The MFR's rep then spoke with the facility's business manager and was informed that he was busy, but would try to obtain info required and return it to the MFR upon completion. No further details were provided.